Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training at the customer's site, the device inappropriately shut down and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. Review of the device logs showed no evidence of an unintended shut down or a no power up situation. The compressor was replaced as a precaution. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.